Event description:
Boston scientific received information that during a follow up visit of this pacemaker, an atrial lead safety switch was detected due to out of range impedance measurements. The device was reprogrammed to bipolar pacing mode. It was thought this device and atrial lead appeared to be functioning normally. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.